Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tubes were under filling with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 120 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 362760, batch no. 8152662. It was reported the tubes were underfilling. "These tubes aren't collecting any blood during blood draw. Tube works when another lot is used so it's really just this lot. We have noticed 2 whole cases of tubes (120) not filling. It's been happening recently but I don't have a specific date".